Event description:
The customer received a blood glucose reading of 46mg/dl from his contour and a reading of 200mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer refused replacement product. After troubleshooting he was satisfied that the meter and strips were working properly.